Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Event description:
An optometrist reported a patient with a superior corneal defect in the left eye approximately one month post lasik. Patient reported pain upon awakening in the morning superiorly. A bandage contact lens was applied to the eye. Topical antibiotics dosage was increased to every hour for one day then four times a day for six days. Patient is to return to have bandage contact lens removed.